Event description:
Revision surgery was performed on (B)(6) 2015. Per the surgeon levels c0 and c1 didn¿t unite on the one side and c1 and c2 didn¿t unite on the other side and those stresses and strains could¿ve caused the screws to break.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the as received condition of the axon screw and components exhibit post production/acceptance damage that includes: screw being broken at the neck and spherical diameter insertion. There are nicks and dents around the entire circumference of the neck. The locking sleeve has dished out area where it could be perceived that the rod was sliding with metal being displaced onto the outer diameter. All described non-conformities/damage is not related to the manufacturing process. On the screw, the neck diameter cannot be measured because of damage and the screw is broken, but there is no indication that the product did not perform as designed as indicated by surgeon c0 & c1 didn¿t unite on the one side and c1 & c2 didn¿t unite on the other side and those stresses and strains could¿ve caused the screws to break. All relevant features that were measured met specifications, complaint is unconfirmed from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Case number: (B)(4). Patient age was reported as (B)(6). Additional product codes: mnh, mni. Implant date is unknown. A review of the device history records revealed there were no issues during the manufacture of the subject device that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: two broken axon screws where discovered during an magnetic resonance imaging (MRI) of a (B)(6) male patient on an unknown date. Revision surgery was performed on (B)(6), 2014 to remove the broken screws and replace them with longer screws. According to the surgeon the broken screws were located at levels c0-c1 on one side and levels c1-c2 on the other side and that the screws ¿didn¿t unite¿ at these levels. This report is 1 of 2 for (B)(4).